Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: ev olutpro-29-us, serial/lot #: (B)(4), ubd: 14-aug-2020, UDI #: (B)(4). Product analysis: the valve and dcs were discarded; therefore, no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment the valve dislodged into the ascending aorta. During the recapture of the valve, the valve was inadvertently fully deployed in the ascending aorta. It was reported that the physician inadvertently turned the handle of the delivery catheter system (dcs) in the deployment direction. Later that day, the valve was surgically explanted and replaced with a non-medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.